Event description:
Metal "prongs" from metal screw holder were missing after use. Two screw holders were used in the case. Two screw holders were used in the case. Each screw holder had 2 "prongs." After use, no prongs seen on either screw holder.